Event description:
Information received indicates clots were observed in the oxygenator during the case. The oxygenator was changed out of the circuit with no reported consequence to the patient. Follow up with the perfusionist revealed that the anesthesiologist gave protamine while the patient was still on bypass, which was the likely cause of the observed clotting.